Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, due to fracture. The lead was explanted and replaced. The patient was in good condition.